Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator, indicating that the device failed the quality check. The fse evaluated the device onsite and determined that the quality check failed due to the paddle and paddle tray not being cleaned. After cleaning the paddle and paddle tray, the issue was resolved, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse cleaned the paddle and paddle tray to resolve the issue, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed the quality inspection. There was no reported patient involvement.